Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the system controller pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a white display.  A white display is indicative of a potential device lock-up issue which could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.